Event description:
A sore that has development on my lower abdomen/burn/small blisters [burns second degree] , adhesive not strong enough; granules pouring out/heat wrap not adhering and spilling out granular contents [device leakage] , do not use if it leaks/use wrap in spite leaking/leaking granules/read instructions before using the product, but she was wearing a snug waistband/applied pressure over area/attached adhesive to body [intentional device misuse] , . Case narrative:the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 02aug2018, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer reported for herself. A (B)(6) female patient (non-pregnant, not post-menopausal) started to receive thermacare heatwrap (thermacare menstrual), device lot number t26691, expiration date jul2020, (B)(4), from an unspecified date at one wrap applied at one time for 2 days for cramps, for 8 hours per day. Medical history was none. Concomitant medications included paracetamol (tylenol) at 1000 mg, every 4 hours (2-500 mg) for cramps. The patient previously used thermacare heatwraps for years for unknown indication, and experienced no adverse event. The patient stated she wanted pfizer to be aware of quality control issues with a menstrual pain therapy thermacare heat wrap. She said the glue or adhesive keeping the black substance inside was (with at least 2 out of the 3 wraps in the box) keeping the 2 sides together was not strong enough. The first time she wore it she thought maybe she was moving too much. The next day she put another wrap on, and before she could even put it on she noticed the granules were already starting to spill out. The top adhesive was gone, and there was granular stuff coming out. She was not sure if the adhesive was gone she just knew it was not sticking together, was no longer together and the granular stuff was pouring out. She did not have the individual wrappers of the wraps she already used. She had the box and had the third one that's unused, but she didn't know if it had the same issue. She provided a paa number of 046846. She stated she had been using the product for years, she was not sure when she started. She taped the wrap so she could use it and it worked. Prior to this use, she hadn't used the product before that date before a couple months. She stated the packaging said not to wear for more than 8 hours in a 24 hr period, do not use if it leaks, do not use on broken skin. She said she did use the wrap in spite of it leaking from (B)(6) 2018; the first day the wrap was pretty much intact and she just did not move around too much and kept where it was. The next time she used the wrap, she taped it and it worked. The patient further stated that she experienced burn in 2018. She was attaching a photo of a heating pad from this package. This heating pad was not leaking like the other 2. Also she was sending a photo of a sore that had development on her lower abdomen. She initially had no any side effects from using the wraps. These developed a few days after using this product in 2018. She had used theses heating pad multiple times over the years and had never had a sore develop. She was assuming this was from the contact with the leaking black granules from the heat pack. She had never had a sore develop like this before and had not had any injury that would cause this. She was going to see a physician today (B)(6) 2018 for an unrelated reason. She would just let them take a look at it. There were no investigations. Device was available for evaluation. The patient did not have the used ones, she threw them away, but she did have the unused one. Upon follow up on 24aug2018, the patient reported she read the usage instructions on thermacare before using the product, but she was wearing a snug waistband/belt or similar or otherwise applied pressure over the area and attached the adhesive to body. She checked skin under the product while wearing thermacare around every 2 hours to 3 hours. The patient had small blisters 3-4 days after use and last for 3 days. She was not hospitalization and received no treatment due to events "a sore that has development on my lower abdomen/burn" the patient was not currently under the care of the physician for any treatment for any medical condition. She classified skin tone as medium (neither light nor dark). She did not have sensitive skin and any abnormal skin conditions. The patient previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) for years but did not previously experienced a problem/symptom with one of these products. The patient did not engage in exercise while using the product (for example, running, bicycling). When asking if patient consult a healthcare professional for the problems/symptoms, she said "I didn't go to the doctor for this reason - but I did show a doctor just to confirm it was not a bug bite we live in high lyme disease area and I was asked if I had been bit. Doctor confirm look like burn". This patient was non-pregnant and not post-menopausal. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2018. The outcome of the events "a sore that has development on my lower abdomen/burn/small blisters" and "adhesive not strong enough; granules pouring out/heat wrap not adhering and spilling out granular contents" was recovered in 2018, the outcome of the other event was unknown. The patient said the heat wrap not adhering and spilling out granular contents was definitely related to the wrap itself. Additional information has been requested and will be provided as it becomes available. Follow-up (24aug2018): new information received from contactable consumer included: event details (the patient was not hospitalization and received no treatment due to events "a sore that has development on my lower abdomen/burn"), product details (action taken), concomitant medication, and past used device. Company clinical evaluation comment: based on the information provided, the events of burn blisters, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burn blisters, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Evaluation of the consumer returned sample does not show any obvious defects to the wrap, no cell packs damaged/leaking. Consumer stated "..... Will send the one heating pad I have left. I did open it and it not leaking like the other 2". Evaluation of the photo (from the consumer) attached to the complaint investigation does not show clearly the cell pack leaking, the complaint of cell pack leaking can not be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "the granular stuff is pouring out and ....a sore that has development on my lower abdomen. The cause of the "sore that has development on my lower abdomen" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] a sore that has development on my lower abdomen/burn/small blisters [burns second degree] , adhesive not strong enough; granules pouring out/heat wrap not adhering and spilling out granular contents [device leakage] , do not use if it leaks/use wrap in spite leaking/leaking granules/read instructions before using the product, but she was wearing a snug waistband/applied pressure over area/attached adhesive to body [intentional device misuse] , . Case narrative:the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on (B)(6) 2018, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer reported for herself. A (B)(6)-year-old female patient (non-pregnant, not post-menopausal) started to receive thermacare heatwrap (thermacare menstrual), device lot number t26691, expiration date jul2020, upc number (B)(4), from an unspecified date at one wrap applied at one time for 2 days for cramps, for 8 hours per day. Medical history was none. Concomitant medications included paracetamol (tylenol) at 1000 mg, every 4 hours (2-500 mg) for cramps. The patient previously used thermacare heatwraps for years for unknown indication, and experienced no adverse event. The patient stated she wanted pfizer to be aware of quality control issues with a menstrual pain therapy thermacare heat wrap. She said the glue or adhesive keeping the black substance inside was (with at least 2 out of the 3 wraps in the box) keeping the 2 sides together was not strong enough. The first time she wore it she thought maybe she was moving too much. The next day she put another wrap on, and before she could even put it on she noticed the granules were already starting to spill out. The top adhesive was gone, and there was granular stuff coming out. She was not sure if the adhesive was gone she just knew it was not sticking together, was no longer together and the granular stuff was pouring out. She did not have the individual wrappers of the wraps she already used. She had the box and had the third one that's unused, but she didn't know if it had the same issue. She provided a paa number of 046846. She stated she had been using the product for years, she was not sure when she started. She taped the wrap so she could use it and it worked. Prior to this use, she hadn't used the product before that date before a couple months. She stated the packaging said not to wear for more than 8 hours in a 24-hr period, do not use if it leaks, do not use on broken skin. She said she did use the wrap in spite of it leaking from (B)(6) 2018; the first day the wrap was pretty much intact and she just did not move around too much and kept where it was. The next time she used the wrap, she taped it and it worked. The patient further stated that she experienced burn in 2018. She was attaching a photo of a heating pad from this package. This heating pad was not leaking like the other 2. Also she was sending a photo of a sore that had development on her lower abdomen. She initially had no any side effects from using the wraps. These developed a few days after using this product in 2018. She had used theses heating pad multiple times over the years and had never had a sore develop. She was assuming this was from the contact with the leaking black granules from the heat pack. She had never had a sore develop like this before and had not had any injury that would cause this. She was going to see a physician today (B)(6) 2018 for an unrelated reason. She would just let them take a look at it. There were no investigations. The patient did not have the used ones, she threw them away, but she did have the unused one. Upon follow up on (B)(6) 2018, the patient reported she read the usage instructions on thermacare before using the product, but she was wearing a snug waistband/belt or similar or otherwise applied pressure over the area and attached the adhesive to body. She checked skin under the product while wearing thermacare around every 2 hours to 3 hours. The patient had small blisters 3-4 days after use and last for 3 days. She was not hospitalization and received no treatment due to events "a sore that has development on my lower abdomen/burn." The patient was not currently under the care of the physician for any treatment for any medical condition. She classified skin tone as medium (neither light nor dark). She did not have sensitive skin and any abnormal skin conditions. The patient previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) for years but did not previously experienced a problem/symptom with one of these products. The patient did not engage in exercise while using the product (for example, running, bicycling). When asking if patient consult a healthcare professional for the problems/symptoms, she said "I didn't go to the doctor for this reason - but I did show a doctor just to confirm it was not a bug bite we live in high lyme disease area and I was asked if I had been bit. Doctor confirm look like burn". Upon follow up on (B)(6) 2018, the patient had already returned product to pfizer. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2018. The outcome of the events "a sore that has development on my lower abdomen/burn/small blisters" and "adhesive not strong enough; granules pouring out/heat wrap not adhering and spilling out granular contents" was recovered in 2018, the outcome of the other event was unknown. The patient said the heat wrap not adhering and spilling out granular contents was definitely related to the wrap itself. As of (B)(6) 2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). Evaluation of the consumer returned sample does not show any obvious defects to the wrap, no cell packs damaged/leaking. Consumer stated "..... Will send the one heating pad I have left. I did open it and it not leaking like the other 2". Evaluation of the photo (from the consumer) attached to the complaint investigation does not show clearly the cell pack leaking, the complaint of cell pack leaking can not be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "the granular stuff is pouring out and ....a sore that has development on my lower abdomen. The cause of the "sore that has development on my lower abdomen" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from contactable consumer included: event details (the patient was not hospitalization and received no treatment due to events "a sore that has development on my lower abdomen/burn"), product details (action taken), concomitant medication, and past used device. Follow-up ((B)(6) 2018): new information received from a contactable consumer included: product has already been returned to pfizer. Follow up ((B)(6) 2018): new information reported from the pqc group includes: product investigation summary results. Company clinical evaluation comment: based on the information provided, the events of burn blisters, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burn blisters, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
A sore that has development on my lower abdomen/burn [thermal burn], do not use if it leaks/did use the wrap in spite of it leaking/used wraps that were leaking granules [intentional device misuse] , adhesive not strong enough; granules pouring out/heat wrap not adhering and spilling out granular contents [device leakage]. Case narrative: the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 02aug2018, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer reported for herself. A (B)(6) -year-old female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number t26691, expiration date jul2020, upc number (B)(4), from an unspecified date at one wrap applied at one time for cramps. Medical history was none. There were no concomitant medications. The patient stated she wanted pfizer to be aware of quality control issues with a menstrual pain therapy thermacare heat wrap. She said the glue or adhesive keeping the black substance inside was (with at least 2 out of the 3 wraps in the box) keeping the 2 sides together was not strong enough. The first time she wore it she thought maybe she was moving too much. The next day she put another wrap on, and before she could even put it on she noticed the granules were already starting to spill out. The top adhesive was gone, and there was granular stuff coming out. She was not sure if the adhesive was gone she just knew it was not sticking together, was no longer together and the granular stuff was pouring out. She did not have the individual wrappers of the wraps she already used. She had the box and had the third one that's unused, but she didn't know if it had the same issue. She provided a paa number of (B)(4). She stated she had been using the product for years, she was not sure when she started. She taped the wrap so she could use it and it worked. Prior to this use, she hadn't used the product before that date before a couple months. She stated the packaging said not to wear for more than 8hrs in a 24hr period, do not use if it leaks, do not use on broken skin. She said she did use the wrap in spite of it leaking from (B)(6) 2018; the first day the wrap was pretty much intact and she just did not move around too much and kept where it was. The next time she used the wrap, she taped it and it worked. The patient further stated that she experienced burn in 2018. She was attaching a photo of a heating pad from this package. This heating pad was not leaking like the other 2. Also she was sending a photo of a sore that had development on her lower abdomen. She initially had no any side effects from using the wraps. These developed a few days after using this product in 2018. She had used theses heating pad multiple times over the years and had never had a sore develop. She was assuming this was from the contact with the leaking black granules from the heat pack. She had never had a sore develop like this before and had not had any injury that would cause this. She was going to see a physician today (B)(6) 2018 for an unrelated reason. She would just let them take a look at it. There were no investigations. Device was available for evaluation. The patient did not have the used ones, she threw them away, but she did have the unused one. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. The patient said the heat wrap not adhering and spilling out granular contents was definitely related to the wrap itself. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of thermal burn, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686,t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the "batc."

Event description:
Event verbatim [preferred term] a sore that has development on my lower abdomen/burn/small blisters [burns second degree] , adhesive not strong enough; granules pouring out/heat wrap not adhering and spilling out granular contents [device leakage], do not use if it leaks/use wrap in spite leaking/leaking granules/read instructions before using the product, but she was wearing a snug waistband/applied pressure over area/attached adhesive to body [intentional device misuse]. The initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 02aug2018, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer reported for herself. A (B)(6)-year-old female patient (non-pregnant, not post-menopausal) started to receive thermacare heatwrap (thermacare menstrual) (device lot number t26691, expiration date jul2020, upc number (B)(4)) from an unspecified date at one wrap applied at one time for 2 days for cramps, for 8 hours per day. Medical history was none. Concomitant medications included paracetamol (tylenol) at 1000 mg, every 4 hours (2-500 mg) for cramps. The patient previously used thermacare heatwraps for years for unknown indication, and experienced no adverse event. The patient stated she wanted pfizer to be aware of quality control issues with a menstrual pain therapy thermacare heat wrap. She said the glue or adhesive keeping the black substance inside was (with at least 2 out of the 3 wraps in the box) keeping the 2 sides together was not strong enough. The first time she wore it she thought maybe she was moving too much. The next day she put another wrap on, and before she could even put it on she noticed the granules were already starting to spill out. The top adhesive was gone, and there was granular stuff coming out. She was not sure if the adhesive was gone she just knew it was not sticking together, was no longer together and the granular stuff was pouring out. She did not have the individual wrappers of the wraps she already used. She had the box and had the third one that's unused, but she didn't know if it had the same issue. She provided a paa number of (B)(4). She stated she had been using the product for years, she was not sure when she started. She taped the wrap so she could use it and it worked. Prior to this use, she hadn't used the product before that date before a couple months. She stated the packaging said not to wear for more than 8hours in a 24hr period, do not use if it leaks, do not use on broken skin. She said she did use the wrap in spite of it leaking from (B)(6) 2018; the first day the wrap was pretty much intact and she just did not move around too much and kept where it was. The next time she used the wrap, she taped it and it worked. The patient further stated that she experienced burn in 2018. She was attaching a photo of a heating pad from this package. This heating pad was not leaking like the other 2. Also she was sending a photo of a sore that had development on her lower abdomen. She initially had no any side effects from using the wraps. These developed a few days after using this product in 2018. She had used theses heating pad multiple times over the years and had never had a sore develop. She was assuming this was from the contact with the leaking black granules from the heat pack. She had never had a sore develop like this before and had not had any injury that would cause this. She was going to see a physician today 02aug2018 for an unrelated reason. She would just let them take a look at it. There were no investigations. The patient did not have the used ones, she threw them away, but she did have the unused one. Upon follow up on 24aug2018, the patient reported she read the usage instructions on thermacare before using the product, but she was wearing a snug waistband/belt or similar or otherwise applied pressure over the area and attached the adhesive to body. She checked skin under the product while wearing thermacare around every 2 hours to 3 hours. The patient had small blisters 3-4 days after use and last for 3 days. She was not hospitalization and received no treatment due to events "a sore that has development on my lower abdomen/burn" the patient was not currently under the care of the physician for any treatment for any medical condition. She classified skin tone as medium (neither light nor dark). She did not have sensitive skin and any abnormal skin conditions. The patient previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) for years but did not previously experienced a problem/symptom with one of these products. The patient did not engage in exercise while using the product (for example, running, bicycling). When asking if patient consult a healthcare professional for the problems/symptoms, she said "I didn't go to the doctor for this reason - but I did show a doctor just to confirm it was not a bug bite we live in high lyme disease area and I was asked if I had been bit. Doctor confirm look like burn". Upon follow up on 04sep2018, the patient had already returned product to pfizer. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2018. The outcome of the events "a sore that has development on my lower abdomen/burn/small blisters" and "adhesive not strong enough; granules pouring out/heat wrap not adhering and spilling out granular contents" was recovered in 2018, the outcome of the other event was unknown. The patient said the heat wrap not adhering and spilling out granular contents was definitely related to the wrap itself. As of 07sep2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). Evaluation of the consumer returned sample does not show any obvious defects to the wrap, no cell packs damaged/leaking. Consumer stated "..... Will send the one heating pad I have left. I did open it and it not leaking like the other 2". Evaluation of the photo (from the consumer) attached to the complaint investigation does not show clearly the cell pack leaking, the complaint of cell pack leaking can not be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "the granular stuff is pouring out and ....a sore that has development on my lower abdomen. The cause of the "sore that has development on my lower abdomen" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 14sep2018, additional information received from pqc group includes: four investigations for cells damaged/leaking for batch t26691 confirmed a manufacturing related root cause for the cell damaged/leaking complaint (# and #). The root cause was identified as equipment -mechanical failure of the brine pumps. Without the physical returned sample the complaint can not be confirmed to be related to this root cause. Process related?: no. Complaint confirmed?: no. Design related?: no root cause category (tier 1): non-assignable (complaint not confirmed).regulatory impact: no. Final confirmation status: not confirmed. Additional information received from product quality complaint (pqc) group on 09oct2018 included investigation results. Investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686,t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the batches concludes all release requirements were met. There were no out of specification (oos) results recorded during the production of these batches. Review of manufacturing in process and quality checks associated with the batches indicates that all required inspections were performed and all inspection criteria were met. For all wraps tested during manufacture, none had leaking or damaged cells. A visual inspection of retain samples for each batch was also completed (and showed no defects to the wraps, all have cell packs with good seals, none damaged or leaking. The brine solution prevented the wrap to properly seal resulting in the cell contents to leak. Based the all in-process and quality checks passing during manufacture of these batches, the defect occurred at a low frequency. Preventative actions create a procedure for setup of the brine system. This document will include instructions to properly handle the brine manifold, verify air isn't within the supply lines, provide instruction to ensure the lines are secure to the connectors to prevent any air from entering the system and define purge times based downtime intervals. (Completed) replace current brine manifold to dispensing plate supply lines (push/pull disconnect) with an improved connection intended to reduce the chance for system leaks. (Completed) implement a heat pack maker hourly inspection, including proper brine dispensing, stray chemistry, build-up in platens & seal roll cleanliness and directions for product isolation in case of any failure. Complete evaluation of the wrap size and determine the need to increase the outside border of the wrap from 3 mm to 5 mm. Complete evaluation of brine solution detectability by the quality check cameras either by coloring the brine solution or use of a strong uv absorber. Follow-up (24aug2018): new information received from contactable consumer included: event details (the patient was not hospitalization and received no treatment due to events "a sore that has development on my lower abdomen/burn"), product details (action taken), concomitant medication, and past used device. Follow-up (04sep2018): new information received from a contactable consumer included: product has already been returned to pfizer. Follow up (07sep2018): new information reported from the pqc group includes: product investigation summary results. Follow-up (14sep2018): new information received from product quality complaints (pqc) group included: additional product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of burn blisters, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. The above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020. Comment: based on the information provided, the events of burn blisters, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. The above referenced lot number t26691 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.

Event description:
Event verbatim [preferred term] a sore that has development on my lower abdomen/burn/small blisters [burns second degree] , adhesive not strong enough; granules pouring out/heat wrap not adhering and spilling out granular contents [device leakage] , do not use if it leaks/use wrap in spite leaking/leaking granules/read instructions before using the product, but she was wearing a snug waistband/applied pressure over area/attached adhesive to body [intentional device misuse]. Case narrative:the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 02aug2018, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer reported for herself. A (B)(6) female patient (non-pregnant, not post-menopausal) started to receive thermacare heatwrap (thermacare menstrual), device lot number t26691, expiration date jul2020, (B)(4), from an unspecified date at one wrap applied at one time for 2 days for cramps, for 8 hours per day. Medical history was none. Concomitant medications included paracetamol (tylenol) at 1000 mg, every 4 hours (2-500 mg) for cramps. The patient previously used thermacare heatwraps for years for unknown indication, and experienced no adverse event. The patient stated she wanted pfizer to be aware of quality control issues with a menstrual pain therapy thermacare heat wrap. She said the glue or adhesive keeping the black substance inside was (with at least 2 out of the 3 wraps in the box) keeping the 2 sides together was not strong enough. The first time she wore it she thought maybe she was moving too much. The next day she put another wrap on, and before she could even put it on she noticed the granules were already starting to spill out. The top adhesive was gone, and there was granular stuff coming out. She was not sure if the adhesive was gone she just knew it was not sticking together, was no longer together and the granular stuff was pouring out. She did not have the individual wrappers of the wraps she already used. She had the box and had the third one that's unused, but she didn't know if it had the same issue. She provided a paa number of (B)(4). She stated she had been using the product for years, she was not sure when she started. She taped the wrap so she could use it and it worked. Prior to this use, she hadn't used the product before that date before a couple months. She stated the packaging said not to wear for more than 8 hours in a 24hr period, do not use if it leaks, do not use on broken skin. She said she did use the wrap in spite of it leaking from (B)(6) 2018; the first day the wrap was pretty much intact and she just did not move around too much and kept where it was. The next time she used the wrap, she taped it and it worked. The patient further stated that she experienced burn in 2018. She was attaching a photo of a heating pad from this package. This heating pad was not leaking like the other 2. Also she was sending a photo of a sore that had development on her lower abdomen. She initially had no any side effects from using the wraps. These developed a few days after using this product in 2018. She had used theses heating pad multiple times over the years and had never had a sore develop. She was assuming this was from the contact with the leaking black granules from the heat pack. She had never had a sore develop like this before and had not had any injury that would cause this. She was going to see a physician today (B)(6) 2018 for an unrelated reason. She would just let them take a look at it. There were no investigations. The patient did not have the used ones, she threw them away, but she did have the unused one. Upon follow up on 24aug2018, the patient reported she read the usage instructions on thermacare before using the product, but she was wearing a snug waistband/belt or similar or otherwise applied pressure over the area and attached the adhesive to body. She checked skin under the product while wearing thermacare around every 2 hours to 3 hours. The patient had small blisters 3-4 days after use and last for 3 days. She was not hospitalization and received no treatment due to events "a sore that has development on my lower abdomen/burn" the patient was not currently under the care of the physician for any treatment for any medical condition. She classified skin tone as medium (neither light nor dark). She did not have sensitive skin and any abnormal skin conditions. The patient previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) for years but did not previously experienced a problem/symptom with one of these products. The patient did not engage in exercise while using the product (for example, running, bicycling). When asking if patient consult a healthcare professional for the problems/symptoms, she said "I didn't go to the doctor for this reason - but I did show a doctor just to confirm it was not a bug bite we live in high lyme disease area and I was asked if I had been bit. Doctor confirm look like burn". Upon follow up on 04sep2018, the patient had already returned product to pfizer. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2018. The outcome of the events "a sore that has development on my lower abdomen/burn/small blisters" and "adhesive not strong enough; granules pouring out/heat wrap not adhering and spilling out granular contents" was recovered in 2018, the outcome of the other event was unknown. The patient said the heat wrap not adhering and spilling out granular contents was definitely related to the wrap itself. Additional information has been requested and will be provided as it becomes available. Follow-up (24aug2018): new information received from contactable consumer included: event details (the patient was not hospitalization and received no treatment due to events "a sore that has development on my lower abdomen/burn"), product details (action taken), concomitant medication, and past used device. Follow-up (04sep2018): new information received from a contactable consumer included: product has already been returned to pfizer. Company clinical evaluation comment: based on the information provided, the events of burn blisters, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burn blisters, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686,t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the batch.

Event description:
Event verbatim [preferred term] a sore that has development on my lower abdomen/burn/small blisters [burns second degree] , adhesive not strong enough; granules pouring out/heat wrap not adhering and spilling out granular contents [device leakage] , do not use if it leaks/use wrap in spite leaking/leaking granules/read instructions before using the product, but she was wearing a snug waistband/applied pressure over area/attached adhesive to body [intentional device misuse]. Case narrative:the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 02aug2018, this case now contains all required information to be considered valid.this is a spontaneous report from a contactable consumer reported for herself. A 48-year-old female patient (non-pregnant, not post-menopausal) started to receive thermacare heatwrap (thermacare menstrual) (device lot number t26691, expiration date jul2020, upc number 0573302002) from an unspecified date to 2018 at one wrap applied at one time for 2 days for cramps, for 8 hours per day. Medical history was none. Concomitant medications included paracetamol (tylenol) at 1000 mg, every 4 hours (2-500 mg, strength: 500 mg) for cramps. The patient previously used thermacare heatwraps for years for unknown indication, and experienced no adverse effect. The patient stated she wanted pfizer to be aware of quality control issues with a menstrual pain therapy thermacare heat wrap. She said the glue or adhesive keeping the black substance inside was (with at least 2 out of the 3 wraps in the box) keeping the 2 sides together was not strong enough. The first time she wore it she thought maybe she was moving too much. The next day she put another wrap on, and before she could even put it on she noticed the granules were already starting to spill out in 2018. The top adhesive was gone, and there was granular stuff coming out. She was not sure if the adhesive was gone she just knew it was not sticking together, was no longer together and the granular stuff was pouring out. She did not have the individual wrappers of the wraps she already used. She had the box and had the third one that's unused, but she didn't know if it had the same issue. She provided a paa number of (B)(4). She stated she had been using the product for years, she was not sure when she started. She taped the wrap so she could use it and it worked. Prior to this use, she hadn't used the product before that date before a couple months. She stated the packaging said not to wear for more than 8 hours in a 24hr period, do not use if it leaks, do not use on broken skin. She said she did use the wrap in spite of it leaking from (B)(6) 2018; the first day the wrap was pretty much intact and she just did not move around too much and kept where it was. The next time she used the wrap, she taped it and it worked. The patient further stated that she experienced burn in 2018. She was attaching a photo of a heating pad from this package. This heating pad was not leaking like the other 2. Also she was sending a photo of a sore that had development on her lower abdomen. She initially had no any side effects from using the wraps. These developed a few days after using this product in 2018. She had used theses heating pad multiple times over the years and had never had a sore develop. She was assuming this was from the contact with the leaking black granules from the heat pack. She had never had a sore develop like this before and had not had any injury that would cause this. She was going to see a physician today (B)(6) 2018 for an unrelated reason. She would just let them take a look at it. There were no investigations. The patient did not have the used ones, she threw them away, but she did have the unused one. Upon follow up on (B)(6) 2018, the patient reported she read the usage instructions on thermacare before using the product, but she was wearing a snug waistband/belt or similar or otherwise applied pressure over the area and attached the adhesive to body. She checked skin under the product while wearing thermacare around every 2 hours to 3 hours. The patient had small blisters 3-4 days after use and last for 3 days. She was not hospitalization and received no treatment due to events "a sore that has development on my lower abdomen/burn" the patient was not currently under the care of the physician for any treatment for any medical condition. She classified skin tone as medium (neither light nor dark). She did not have sensitive skin or any abnormal skin conditions. The patient previously used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) for years but did not previously experienced a problem/symptom with one of these products. The patient did not engage in exercise while using the product (for example, running, bicycling). When asking if patient consult a healthcare professional for the problems/symptoms, she said "I didn't go to the doctor for this reason - but I did show a doctor just to confirm it was not a bug bite we live in high lyme disease area and I was asked if I had been bit. Doctor confirm look like burn". Upon follow up on 04sep2018, the patient had already returned product to pfizer. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2018. The outcome of the events "a sore that has development on my lower abdomen/burn/small blisters" and "adhesive not strong enough; granules pouring out/heat wrap not adhering and spilling out granular contents" was recovered in 2018, the outcome of the other event was unknown. The patient said the heat wrap not adhering and spilling out granular contents was definitely related to the wrap itself. As of 07sep2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). Evaluation of the consumer returned sample does not show any obvious defects to the wrap, no cell packs damaged/leaking. Consumer stated "..... Will send the one heating pad I have left. I did open it and it not leaking like the other 2". Evaluation of the photo (from the consumer) attached to the complaint investigation does not show clearly the cell pack leaking, the complaint of cell pack leaking can not be confirmed. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "the granular stuff is pouring out and ....a sore that has development on my lower abdomen. The cause of the "sore that has development on my lower abdomen" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 14sep2018, additional information received from pqc group includes: four investigations for cells damaged/leaking for batch t26691 confirmed a manufacturing related root cause for the cell damaged/leaking complaint (# and #). The root cause was identified as equipment -mechanical failure of the brine pumps. Without the physical returned sample the complaint can not be confirmed to be related to this root cause. Process related: no. Complaint confirmed: no. Design related: no root cause category (tier 1): non-assignable (complaint not confirmed).regulatory impact: no. Final confirmation status: not confirmed. Additional information received from product quality complaint (pqc) group on 09oct2018 included investigation results. Investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686,t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the batches concludes all release requirements were met. There were no out of specification (oos) results recorded during the production of these batches. Review of manufacturing in process and quality checks associated with the batches indicates that all required inspections were performed and all inspection criteria were met. For all wraps tested during manufacture, none had leaking or damaged cells. A visual inspection of retain samples for each batch was also completed (and showed no defects to the wraps, all have cell packs with good seals, none damaged or leaking. The brine solution prevented the wrap to properly seal resulting in the cell contents to leak. Based the all in-process and quality checks passing during manufacture of these batches, the defect occurred at a low frequency. Preventative actions create a procedure for setup of the brine system. This document will include instructions to properly handle the brine manifold, verify air isn't within the supply lines, provide instruction to ensure the lines are secure to the connectors to prevent any air from entering the system and define purge times based downtime intervals. (Completed) replace current brine manifold to dispensing plate supply lines (push/pull disconnect) with an improved connection intended to reduce the chance for system leaks. (Completed) implement a heat pack maker hourly inspection, including proper brine dispensing, stray chemistry, build-up in platens & seal roll cleanliness and directions for product isolation in case of any failure. Complete evaluation of the wrap size and determine the need to increase the outside border of the wrap from 3 mm to 5 mm. Complete evaluation of brine solution detectability by the quality check cameras either by coloring the brine solution or use of a strong uv absorber. Upon follow up on 05feb2019, the patient sent her unused thermacare to pfizer. Follow-up (24aug2018): new information received from contactable consumer included: event details (the patient was not hospitalization and received no treatment due to events "a sore that has development on my lower abdomen/burn"), product details (action taken), concomitant medication, and past used device. Follow-up (04sep2018): new information received from a contactable consumer included: product has already been returned to pfizer. Follow up (07sep2018): new information reported from the pqc group includes: product investigation summary results. Follow-up (14sep2018 and 09oct2018): new information received from product quality complaints (pqc) group included: additional product quality investigation results. Follow-up (05feb2019): this is a follow-up report from a contactable consumer includes patient sent her unused thermacare to pfizer and product notes updated. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burn blisters, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. The above referenced lot number t26691was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: based on the information provided, the events of burn blisters, intentional device misuse and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. The above referenced lot number t26691was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.